Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that high impedance (dc dc > 10,000 ohms) was read at follow-up appointment with treating physician. The pt was referred for x-rays and it was indicated by the hospital that there was no obvious breakage. Additional information was received by a company rep indicating that the last known good diagnostics were unknown. No pt manipulation or trauma was reported to have contributed to the event and the x-ray will not be provided to the MFR. The pt's device was disabled after the high impedance was received and current interventions are to have the pt undergo replacement surgery.